Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cable needs to be reconnected. A field service engineer detached the power cable and the battery connection, subsequently reattaching them and rebooting the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the station is entirely down, displaying a black screen. The customer stated that the malfunction occurred when the user was trying to issue meds to a patient. There were no adverse events or injuries reported based on this incident.